Manufacturer narrative:
Clarification to d6a. Implant date: only year was reported. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation" with "started changing in size." Patient undergone capsulectomy. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side "deflation" with "started changing in size." Patient undergone capsulectomy. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: not observed. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported left side "deflation" with "started changing in size." Patient undergone capsulectomy. The device has been explanted and replaced.